Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at philips logo. Upon troubleshooting actions, fse identified that the host pc was not starting. Fse disassembled the host pc and cleaned the host pc and the memory card. After cleaning the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date and the reporting address line 1 have been updated.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips.